Event description:
A malfunction alarm was reported during pumping, identified as alarm 20. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, which was still under warranty. The customer was instructed on how to put the pump into storage mode before returning it and planned to use multiple daily injections as a backup therapy to maintain insulin delivery.